Event description:
Ous MDR - after an implantation period of about 5 weeks, a lead dislodgement was reported. During the revision procedure, it was not possible to reposition the lead. The physician decided to replace the lead by a new one. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the clinical observation. The analysis indicated that this damage was caused by overrotation during surgery. Further investigations revealed cuttings in the insulation and deformations of the shock coil, which occurred most likely during the explantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused by overrotation most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.